Event description:
New follow up information reported that the patient got admitted on (B)(6) 2017. Device testing was performed and all the electrical measurements were found with in range by physician. The patient was stable after and got discharged. The patient will have routine follow up.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon device interrogation, the right ventricular lead exhibited high defibrillation impedance. Isometrics was performed but it was unable to replicate the high impedance. Some r-wave undersensing was also noted on the lead. The patient is stable. No intervention was reported.